Event description:
It was reported that a device alarmed for upstream occlusion when there was no occlusion present. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluated found the spacing between the upstream pusher and the upstream sensor crystals too wide causing the upstream sensor signal to be reduced. Low ultrasonic readings will allow the pump to be more sensitive air and upstream occlusion alarms. The upstream sensor will/pusher was replaced.